Event description:
It was reported that the patient is experiencing inability to sleep or lay on the right side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding an asymptomatic patient with a rejuvenate monolithic hip stem was reported. Conclusion no device specific failure modes were identified in the initially reported event and a followup call to the patient indicated she is "not having any adverse issues with her implants." There is no allegation of device failure identified.

Event description:
Additionally reported via patient phone call (B)(6) 2014: this patient does not want to proceed with an investigation as she is not having any adverse issues with her implants.